Event description:
Caller states, the pt tested 5.1 inr/5.0 inr on the coaguchek xs system and 3.7 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.